Event description:
Surgeon was performing a laparoscopic colectomy. He used a laparoscopic needle aspirator (a reusable instrument in the "lap-cole" instrument set). The tip of the needle broke off inside the patient. The surgeon noted this immediately, and was able to retrieve the tip. No harm came to the patient. The surgical instrumentation department was advised to examine the tips in the current sets, look at the age of the items, and replace them as needed.